Event description:
A malfunction was reported with a pump, where no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to load a new cartridge, change supplies if needed, and continue using the pump, with instructions to call back if issues persisted.